Manufacturer narrative:
(B)(4) 2015 11:15 am (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro failed to cut. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood or tissue was observed on the bisector blade. A visual inspection of the blade was conducted. The cutting blade was caught between the bipolar bisectors. A mechanical evaluation of the toggle was conducted. The switch failed to advance or retract. Based on the returned condition of the device the reported failure was confirmed for 'failure to cut." The root cause is engagement of the blade with the bipolar bisector. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro failed to cut. The hospital did not report any patient effects.